Event description:
It was reported that the ICD was explanted and replaced due to non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.